Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the door was failed to open. A field service engineer walked customer through shutting down the medstation and manually releasing the tower doors. Customer adjusted the plastic containers, and once the bins were organized, the customer was able to close the doors and rebooted the machine. Customer successfully recovered all tower doors and was able to load medications without any issues. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 failed to open, resulting in inability to access/secure the tower hardware. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.